Event description:
Upon evaluation of patient, doctor identified that the patient's vagal nerve stimulator was reporting out a very high impedance -specifically greater than 10,000 ohms. This is an unacceptably high impedance from the binary report on the device test. The device did not appear to be at the end of its service life.